Manufacturer narrative:
The information that provided with the initial report was incomplete. The correct information has been included with this report.

Event description:
It was reported that the emergency medical service was dispatched followed by hospitalization to the customer on (B)(6) 2020 at around 9:30 pm due to high blood glucose and diabetic ketoacidosis with blood glucose of 356 mg/dl. The customer experienced nausea, vomiting and difficulty in breathing due to high blood glucose value and customer had yeast infection that caused blood glucose to rise. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was inactive at the time of the incident.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020, with blood glucose of 356 mg/dl. Customer was in emergency room as a result of high blood glucose level. Customer also had urinary tract infection. The customer was treated with intravenous insulin drip and antibiotics. Customer does not allege that insulin pump was under delivering. The insulin pump will not be returned for analysis.